Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the discovered symptom of "door not fully latched" alarm caused by a loose upper link screw. The upper link screw was replaced.

Event description:
During baxter's device eval, the device alarmed "door not fully latched". There was no pt involvement.